Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite attempts to troubleshoot using different adapters and cables. There was no adverse impact to the customer¿s blood glucose level as the customer planned to continue using the current pump and switch to manual insulin delivery if necessary. Tandem technical support sent a replacement pump and instructed the caller on returning the defective pump using the pre-paid label within 10 days.